Manufacturer narrative:
Pump received with cracked bleeding lcd. Unable to perform all functional testing including the restart error, operating currents, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests or verify blank display or partial display due to cracked bleeding lcd. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of having high blood glucose of 564 mg/dl and the pump alarmed no delivery. Customer treated with a syringe and their current blood glucose is 293 mg/dl. Troubleshooting found that the display is missing segments and only shows partial information. Therefore, troubleshooting could not be done due to the partially blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.